Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided a follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared a 1203 error (low leak co2 rebreathing risk). There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date received by manufacturer: 21jun2019. Date of report: 24jun2019. The gas delivery system (gds) was returned to the manufacturer for failure analysis. A visual inspection of the gds revealed no anomalies. During testing of the gds, the error could not be duplicated. However, it was determined that the air flow sensor failed due to the u1 component drifting out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 15may2019, date of report : 30may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow sensor assembly and the issue was resolved. The device is pending additional evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.